Event description:
Grace medical customer service was made aware of a product failure via e-mail. The complaint captured and regulatory was notified via a medsun report uf/importer report # (B)(4) by the FDA. The user facility reported that the implant was uncapped and loose when peel pack was opened to the sterile field.

Manufacturer narrative:
Grace medical was made aware via medsun program uf/importer report #(B)(4). The product was returned and was determined that no defects/damages were found associated with the implant. The event described does not meet the criteria of a malfunction per the definition in 21 cfr 801. The device is labeled not to be used if the packaging is damaged and the user did not use the device when they noticed the implant was out of its holder. The review of the device history records associated with this device and lot number did not find any nonconformance.

Manufacturer narrative:
Grace medical was made aware via medsun program uf/importer report#: (B)(4). The product was returned and was determined that no defects/damages were found associated with the implant. The event described does not meet the criteria of a malfunction per the definition in 21 cfr 801. The device is labeled not to be used if the packaging is damaged and the user did not use the device when they noticed the implant was out of its holder. The review of the device history records associated with this device and lot number did not find any nonconformance.

Event description:
Grace medical customer service was made aware of a product failure via e-mail. The complaint captured and regulatory was notified via a medsun report uf/importer report#: (B)(4) by the FDA. The user facility reported that the implant was uncapped and loose when peel pack was opened to the sterile field.